Event description:
As reported by our japan affiliates, the patient with very severe aortic stenosis (as) underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position using a 23 mm sapien 3 valve implanted with 1 ml less contrast solution than nominal volume. The one-month echo showed that the pv was 2.87m/s and the effective orifice area (eoa) was 1.87. In the subsequent course, there were no events and no significant changes in echo findings with yearly follow-ups. Approximately four years post-implant of sapien 3 valve), the echo showed pv was 3.06m/s and eoa was 1.18. The patient had shortness of breath and lower leg edema. The symptoms were improved with the addition of diuretic(s). Approximately four years and 10 months post-implant of sapien 3 valve), at another hospital, the echo showed pv was 5.1m/s, mean peak gradient (mpg) was 58, and eoa was 0.56. The patient was referred to the reporting hospital for further examination and treatment, and echo findings were that pv was 4.13m/s (possibility of underestimation), mpg was 38, and eoa 0.77. There was calcification on the valve and the patient's symptoms were shortness of breath and edema. A valve-in-valve procedure has been scheduled to treat the patient within the next 30 days.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Update to a2 and b7.

Manufacturer narrative:
Correction to h6; impact code, clinical code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present. However, due to the limited information provided, a conclusive root cause is unable to be determined at this time. In this case, the reported event of calcification was unable to be confirmed and no imagery or medical records were provided for review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
A valve in valve procedure was performed with a 20mm sapien 3 ultra resilia valve and completed without problems.